Event description:
It was reported that the patient stated that stimulation was cutting in and out. It was noted that the patient would call the health care professional (hcp) and get an appointment and let the manufacturer representative know when the appointment was.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the patient failed to show up for their appointment with the health care professional (hcp) on 2014 (B)(6) and 2014 (B)(6). It was noted that there was no other appointment made at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their device explanted on (B)(6) 2014. The device was explanted due to strange impedances, intermittent stimulation, recharging issues, and the stimulator not holding a charge. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient experienced intermittent stimulation. The patient reportedly was still having the same problems. The manufacturer representative (rep) reportedly reprogrammed the patient during the last visit, but was unsure which electrodes she used. It was noted ¿they were considering replacing the implantable neurostimulator (ins) due to the ins not taking or holding a charge.¿ the rep saw the ins go from being discharged (per the clinician programmer/8840) and then it showed ¼ charged after 15 minutes of charging. It was noted the physician was concerned about the ins function. It was noted the patient had a history of past overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported impedances were greater than 10 ,000 ohms. The patient reportedly had an overdischarge "about a year ago." Since then, the patient has had some increased perceived stimulation and cutting of stimulation. It was noted that impedances were checked with the amplitude at .7 volts and contacts 10 and 14 were greater than 10,000ohms.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The battery was found to have reduced capacity due to overdischarge. Product analysis summary: according to the trace report obtained from the ins, the total recharge count is 38. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2014. The device was recharged for 1 hour and 37 minutes. The battery charged from 3.55v to 3.695v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The average duration of the last 5 patient recharge sessions was 47 minutes and the highest battery level achieved was 3.835v. The battery discharged to the lock mode on (B)(6) 2014. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. The recharger had full coupling and the ins recharged for 3 hours and 53 minutes from 3.000v to 3.975v.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was "unknown and status post fall." It was unknown if the event was attributed to any of the devices. No impedance measurements were taken. It was noted the implantable neurostimulator (ins) had battery depletion. It was not specified if it was normal or premature depletion. It was noted that reprogramming was performed per the rep. The patient's status was noted to be "no injury."

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported impedances were greater than 10 ,000 ohms. Since about a year ago, the patient has had some increased perceived stimulation and cutting of stimulation. It was noted that impedances were checked with the amplitude at .7 volts and contacts 10 and 14 were greater than 10,000ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was still experiencing the same inconsistencies with the stimulation and wanted a replacement.